Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that on 6 occasions they have had an issue with the ez io needle. Once drilled into patient, they were unable to detach the needle stylet from the cannula. They used another needle to complete procedure.